Event description:
The customer reported that the dxc 600i clinical chemistry analyzer generated the ¿sample probe obstruction error¿ message. As a result, the customer obtained high patient results for glucose (glu). The customer repeated the patient sample with lower results and considered correct. The customer did not release the initial high results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600i clinical chemistry analyzer and found the cap piercer cutoff fitting was occluded with pieces of rubber stoppers. The fse replaced the cutoff fitting to resolve the issue. The fse observed the cap piecer working properly and verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).